Event description:
The manufacturer received information alleging a sd memory card was causing a ventilator inoperative condition with a trilogy ventilator. There was no harm or injury reported. The sd memory card was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The sd memory card performed to specifications.